Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on (B)(6) 2014, the patient¿s blood glucose (bg) was at 54 mg/dl with confusion requiring third party assistance. It was reported that the patient received unspecified treatments given by medical personnel at the hospital. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. Reportedly, the pump alerted for loss of prime multiple times. The reporter was able to complete prime step with cartridge change. No information was provided regarding any sudden change in force or temperature or if the cartridge cap was secured properly. Review of cartridge use techniques indicated that the instruction for use was not followed. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia related to a use error in that the cartridge instruction for use was not followed.

Manufacturer narrative:
The cartridge has not been requested for returne to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.